Manufacturer narrative:
Type of evaluation performed - other: tested before according to iso (B)(4) (biological evaluation of medical devices - part 10: tests for irritation and delayed-type hypersensitivity) for FDA 510 (k) submission. Conclusion: there was no sensitisation induced by the test material on albino guinea pigs; and none irritant when tested on rabbits. Conclusion: using the evaluation method mentioned above, there was no observable reaction on the hand of all subjects tested when held in contact with the test material for three (3) hours.

Event description:
A (B)(6) female patient (hygienist), who has a history of having very sensitive hands, wore these gloves which allegedly dried out her hands and made them bleed. The patient also developed an infection on one thumb which looked like a very bad burn that was bleeding. Patient went to a dermatologist who prescribed steroids, antibiotics and a cream. Her hands are fine now after using the prescribed medication. She was the only person affected.